Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that on (B)(6) 2015, the patient had a pain pump replacement surgery, where the patient stayed at the hospital for a day or so after the pump/catheter replacement surgery. The patient was given no post-operative exam (as previously reported); therefore they were sent home with a bloody, leaking spine wound, which turned out to be infected with pseudomonas aeruginosa (reportedly equivalent to anthrax), "which could have killed me had my primary care physician not cultured it and given me cipro, etc."

Manufacturer narrative:
Inadvertently missed checking intervention required check box.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Five hours after the surgical procedure reported in manufacturer report # 3004209178-2015-17054, the patient reported waking up in recovery in severe pain. The patient's implantable drug infusion pump was implanted to treat degenerative disc disease/herniated disc disease and spinal pain. Prior to the revision, the patient had been receiving dilaudid 26mg/ml at 18.7mg/day, bupivacaine 30mg/ml at 21.6mg/day. It was noted that this was the worst post surgery pain out of the patient's 20 major surgeries the patient experienced. The patient repeatedly asked for more pain medication and requested to see his doctors. Neither of the patient's doctors came to the patient's room after the operation, and the patient was told there was nothing that could be done for the pain. Following the operation, the patient also developed a severe migraine headache, which the patient had and kept the entire time. The patient was told he would be kept overnight. The whole time the patient was in the hospital, he kept telling the nurses that he needed to take his blood pressure medication (napolol and calan/verapamil) twice a day (6 am and 3 pm). However, the hospital only allowed him to take the medication at 9 am and 9 pm. The patient was discharged on (B)(6) 2015. Follow up was requested to determine what diagnostics were performed and what the patient's outcome was.